Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that crosstalk was observed. The crosstalk was noted in a stored egm for a nonsustained lead noise episode. There were no adverse consequences to patient. Programming changes were recommended.